Event description:
A pk papyrus covered stent system was selected for treatment of a type iii perforation in the mid lad. Several pk papyrus stents were implanted. During procedure a stent dislodgement occurred with of one of the pk papyrus stents. The stent was retrieved. Another stent could also not be placed, which is reported separately. The patient passed away later on the same day due to cardiogenic shock (not device related). Lot number and size of device unavailable.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Only the product name (i.e. No size, no lot, no ref) was reported. Therefore, the product release documentation of the last three pk papyrus lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was not sufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as not device related and not procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.